Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was no stimulation sensation on the patient¿s right side. It was noted that when initially programmed, the patient felt stimulation equally on both sides. It was further noted that stimulation was at 0.6v and ¿hardly ever raised.¿ it was noted there was ¿weird stuff going on¿ with the battery. Stimulation was turned up to 1.6v and there was a lot of stimulation in the left leg but ¿barely anything¿ in the right leg. It felt like the patient ¿was being electrocuted.¿ it was noted the issue began about three days prior to the date of this report. Additional information was requested but was not available at the date of this report.